Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2018 the transmitter had an unknown issue. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed signal loss greater than one hour on the incident date (B)(6) 2018. Confirmation of transmitter issue was confirmed. Probable cause could not be determined.